Manufacturer narrative:
Replacement part was sent to customer to resolve the issue. Natus received the affected board back found no issue with the board. Factory service and qa personnel performed the observation and evaluation for led board and found: all switches were working fine. No lights were flicking when the intensity switch was on either low or high setting. Both blue and yellow were all illuminated. When measured the intensity of the device, we obtained 15 [?]w/cm2/nm for low setting and 35 [?]w/cm2/nm for high setting. No fault was found. No further investigation possible.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2011 had leds flickering, and measured low. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.